Event description:
The patient reported that following a bad fall, "serious vertebrae slippage" occurred requiring back surgery in 2006. Surgery to stabilize the lower lumbar area with fusion, screws, rod and cage was performed. An infection developed around the pump and catheter approximately 2 weeks later; patient did not exhibit signs of infection. The pump was removed and per report the patient was "cut in half and the wound had to be left open." The patient reported that he is still recovering from the surgery and back and neck pain are 10 on a scale of 1-10. The patient is requiring large doses of medication and has been told that he cannot have another pump implanted. The patient reports feeling "depressed" as he reported that he had "felt great" when the pump was implanted. A follow-up report will be sent if additional information becomes available to us.